Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4)- fluid leak for the period of jan 2021 through dec 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in radius side assessed, as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Yellow particles in device inner surface are observed.

Event description:
Healthcare professional reported, left side "deflation". Device has been explanted.